Manufacturer narrative:
Cited article : implant-based multiplane breast augmentation¿a personal surgical concept for dynamic implant¿tissue interaction providing sustainable shape stability. Vogt, peter m.; dastagir, khaled; mackowski, marian s. European journal of plastic surgery https://doi.org/10.1007/s00238-021-01816-2. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: painful late seroma.

Event description:
Journal article "implant-based multiplane breast augmentation¿a personal surgical concept for dynamic implant¿tissue interaction providing sustainable shape stability." Report "in 2 patients carrying allergan implants (0.2%), a painful late seroma was treated by implant exchange after capsulectomy and irrigation. No alcl was diagnosed.".